Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set was unable to be connected to the patient¿s intravenous (IV) tubing. When the customer attempted to connect the IV tubing, the catheter extension set would not lock and would untwist itself. This issue was resolved by changing out the needle free IV connector with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.